Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cover glass is missing, bent blade. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned, the error description provided by the customer "the small transparent lens cover (approximately 1mm) of the blade was found missing after use" was confirmed and further defects were detected. In total the following defects were detected: blade damaged adhesive joints on camera head worn missing flat glass leak housing worn cover damaged plug damaged the device passed quality control at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described defect is the wear of the adhesive on the tip of the c-mac blade, which is caused by wear during use and the reprocessing process. The wear of the adhesive has caused the flat glass to fall out. The labeling contains adequate instructions to perform visual inspection of the product before and after each use. The event is filed under internal karl storz complaint ID: (B)(4).